Event description:
Follow up identified the patient's drg lead was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, no analysis will be perform as the reported event cannot be analyzed via laboratory testing

Event description:
It was reported ((B)(6)) upon device interrogation high impedances were observed on the left l2 lead. X-ray showed the lead had migrated. The lead was turned off and a lead revision may be done in the future.